Event description:
S/p bilateral subglandular inframammary gels (? Size/type/MFR-no records-"kaiser" per pt) for augmentation. In the 1980's the pt has some right inferolat breast "scar tissue" removed. Sometime in recent years began to notice increased pain in rt with distortion inferolat with decreased size, no h/o trauma. Has been so stressed and busy, has not had it checked out. Pt also c/o systemic sx's, progressively including arthralgias/myalgias (positive am stiffness), spasms, fatigue, sleep disturbances, hot flashes/chills, dizziness, memory loss, dry eyes, increased blood pressure, weight gain, gi symptoms, plus easy bruising. Pt is otherwise healthy.